Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported the amount of pressure was not adapted properly and it was just risen from a smaller level to a much larger level without giving their body a chance to adhere to it. They lowered it down and made a special trip to have the instrument recalculated/fixed. They were still thinking it was not very good anymore, it was not wonderful, it was quirky and had problems. They were answering with regards to discomfort, which had been addressed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that patient was having lots of problems and their healthcare provider hadn¿t been able to figure it out; they were wetting at night for the past couple years, and at times it works. They had it tested at the office and the electrodes and everything were fine. They were told always to boost it up, and they were on 1.3 volts, but when they tried to boost it up it wouldn¿t go up. Troubleshooting on the call found that stimulation was off on program 2 at 1.2 volts. Stimulation was decreased to 1.0 volts before turning it back on, and the patient then increased stim until they felt it. It was recommended that they track their therapeutic response for a couple days and if they don¿t get relief they could call back for more therapy adjustments. The patient also mentioned that one time they almost fainted at the healthcare provider¿s office. They increased the stimulation and they almost lost their balance, then they turned it back down. They patient could not provide more infor mation at the time as they had to run to a dental appointment. Three days later, on (B)(6)2019, the patient called back saying that they were still not having ¿good luck¿ with the ins; they were not getting symptom control from the ins because they had to empty their bladder out every 3 hours, they ¿flood¿ at night, and wear poise underwear. The patient also reported that when the programmer at the healthcare provider¿s office made adjustments, they increased the stimulation to a high number and ¿everything started turning.¿ they also reported that on program 3 at 1.7v they had a ¿heart attack.¿ the patient also stated that they had cramps, pain, and dizziness. Troubleshooting on the call found that stimulation was off, set at 1.2v on program 2, and the patient stated that they did not know how the ins got turned off, but it was turned off previously, the last time they called. The patient again turned stimulation back on and increased stimulation to 1.5v and confirmed that they felt stimulation and that it was comfortable. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
2019-07-09 crts3886679(con): additional information was received. Patient reported that she is still experiencing night urination and accidents during the day and it a very heaving kind of urinating. Patient had changed to program 3 @ 2.0v during recent call and had felt pinching in the buttock and aching and stated the therapy had changed a little but symptoms are continuing. It was determined that the patient had the ability to adjust stimulation and stimulation was on and patient increased to 2.5 and mentions that they felt pressure/discomfort in the vagina and right buttock cheek area but stated they will try it at this level of stimulation. Additional information was received and patient stated that she increased stimulation to 2.0v and 2.1v on p2 but 2.1v caused pain in the vaginal region. During the call stimulation was set on program 2 at 1.7v and comfortable. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient in response to an inquiry for more details regarding the event: it was reported the patient met with someone about a month and a half ago for assistance (unclear whether a company rep or hcp). She had her on program 1 and she was having a lot of problems, so she put her on program 4. It wasn't helping so she called the doctor and the doctor said to call the rep. This was not much help and patient was referred to patient services (ps). The patient was on program 4 at 1.9 volts. She wanted help switching to program 2. Ps helped patient switch to program 2 at 1.00 volts and she said it was comfortable. Patient said the doctor put her on myrbetriq and she takes it in the morning only. Patient said her bladder incontinence has been going on since implant, and that she is very disappointed. She said, when the battery runs out, she doesn't know if she will get it replaced. Patient said she needed an MRI before and couldn't get it because of the device. If they don't have a device that you can have an MRI by the time, she needs replacement she is not getting it replaced. No further complications were reported or are anticipated.

Event description:
Information was received from a family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that she experienced a loss of therapy; for 2 nights in a row, starting on (B)(6) 2016, she has woken up voiding. It used to be that voiding was up to 4-6 hours and now it is 2 hours. The setting is currently at 0.6. The patient reported that when she increased the stimulation, she saw a rainbow before her eyes so she turned it down. Her eyes started acting/feeling funny on (B)(6) 2016.

Event description:
Additional information was received from the patient. It was noted that the patient explained their issues with their device in confusing terms and kept repeating themselves. Patient kept talking over numerous attempts to interrupt and clarify. The patient explained their device had previously been causing pain and they had incontinence and had been working with someone at the healthcare facility. The patient reported this person worked with a manufacturer representative (rep) and they set up a new system with minuses and plusses. The patient reported they wanted to let someone know it was much better, but not still not quite. The patient said they were told to contact the manufacturer and tell them the problem and let them work on it a little more. The patient did not wish to troubleshoot during the call, they were afraid to do anything without checking, they wanted to be in touch with a local rep. During the call the patient reported they had been working with a rep and they were trying to change programs and it was banging and pain omg they almost got ill from it nothing worked, the pain was event waking them up at night, but they had changed the dynamics of the program, it had been programmed very differently, so the pain was gone and a lot of seepage was gone but not completely, they knew about it. The patient said it was a very big drastic change, but a good change, but there was still leakage at night, they had one incident at 11 at night and still some changes, but they are not as bad, they eliminated 85% of the problem they were emptying the bladder more during the day and was still hoping for better results. The patient reported it was a disgrace what had been happening, it was really awful the incontinence, they had this thing and peeing like a racehorse in clothes and everything. They were very sad so they did work on it, it did cut down a lot of problems. At the end of 5 years they were going to take the thing out and forget about it. They did not want to invest in poise for the rest of their lives, it was terrible. The patient said it was turning out they did not have a condition and when they worked on this they eliminated 85% of the problem. The patient said they were on program 2, they had them on 1 and they had them on 4 and they had them on 3, they didn't know what they were doing. They stated they can't jump around, you know there is a person here. They said whoever worked on it did try very hard and to let the person know it did help, but they had to do it a little more, it had nothing to do with anything they were very disappointed and thought there were a lot of people like this. The patient did not remember their healthcare provider's name. It was offered and an email was sent to the rep. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient stopped having symptom relief pretty much right after she got it, very close to that time. The patient stated that she didn't bother going back to her health care professional (hcp). It was noted that it was supposed to solve the problem of having to go to the bathroom at night and not having to wear other clothes so she didn't ruin her mattress. The patient mentioned that their hcp tried changing the programs but it didn't work. The patient was redirected to their hcp. There were no further symptoms or complications reported or anticipated.